Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 confirmed in pump history with variable (003) due to cold solder joint at keypad assembly. Power graph analysis confirmed low battery, failed battery test alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector onpump was monitored and functioned properly. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump suspended since the battery ran out. They also received two pump errors. The customer could not get to the main screen to run a normal or easy bolus. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.